Manufacturer narrative:
Additional products: heartware ventricular assist system controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2019 / serial #: (B)(4) UDI #: (B)(4) no: no, device evaluation anticipated, but not yet begun mfg date: 31-may-2018: (B)(4). Heartware ventricular assist system battery model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial #: (B)(4) UDI #: (B)(4): no. No, device evaluation anticipated, but not yet begun mfg date: 13-oct-2020, (B)(4). Heartware ventricular assist system battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial #: (B)(4) UDI #: (B)(4): no, no, device evaluation anticipated, but not yet begun: mfg date: 05-oct-2020, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for shortness of breath despite taking diuretics, elevated lactate dehydrogenase (ldh) with above 400 values, international normalized ratio (inr) of 1.47, and ventricular assist device (vad) related complications. The controller exhibited multiple "disconnected" alarms associated with two batteries, critical battery alarms despite having fully charged batteries, and multiple vad stoppages. The patient was bridged with anticoagulant prior to the controller exchange. The vad and batteries remain in use and the controller was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) and two (2) batteries ((B)(6)) were not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. In addition, log files revealed that the controller was in use for more than two (2) years. These are additional findings not related to the reported event. The most likely root cause of the observed controller fault alarm during testing with an associated with an internal battery issue event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Visual inspection revealed contamination within both power ports of the controller. Supplemental testing revealed contamination within the power ports' pins. Further supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed several critical battery alarms due to communication errors involving (B)(6), and an additional battery within the analyzed period. Log file analysis did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) and additional batteries, where the batteries' relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%, it is likely the observed communication errors were perceived as the reported ¿disconnected alarms¿. Log file analysis did not reveal any losses of power or vad stopped alarms during use within the analyzed period. Additionally, a vad disconnect alarm was logged on (B)(6) 2021 at 17:03:10 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Furthermore, review of the controller log files revealed several instances of consistent power consumption above normal operating range leading up to (B)(6) 2021. The observed consistent power consumption above normal range is an additional finding not related to the reported event. Based on the risk documentation, the most likely root cause of the observed consistent power consumption abo ve normal operating range event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The reported critical battery alarms and ¿disconnected alarms¿ events were confirmed. The reported ¿vad stoppages¿ event could not be confirmed. Information received from the site indicated that the patient experienced shortness of breath despite taking diuretics, elevated lac tate dehydrogenase (ldh) with above 400 values, international normalized ratio (inr) of 1.47, and ventricular assist device (vad) related complications. Of note, the patient was bridged with anticoagulant prior to the controller exchange. It was further reported that at the driveline exit site the patient had scant/moderate purulent drainages with accompanying tenderness above the driveline, under the left breast and the perfusion index was elevated. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. The batteries were lubricated prior to release. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination within the power port pins and temporary corrosion of the controller-port/power-source pins. The most likely root cause of the observed contamination event can be attributed to the handling of the device. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: yes, return date: 04-jan-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g04034, g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c15, c19, c020701 h6: FDA conclusion code(s): d11, d1105 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2019 / serial #: (B)(4) UDI #: (B)(4) no: no, device evaluation anticipated, but not yet begun mfg date: (B)(6) 2018: no: patient ime code(s): (B)(4) imf code(s): (B)(4): img code(s): (B)(4) FDA device code(s): (B)(4): FDA results code(s): (B)(4) . FDA conclusion code(s): (B)(4): heartware ventricular assist system battery model #: 1650 / catalog #: 1650 / expiration date: (B)(6) 2021 / serial #: (B)(4) UDI #: (B)(4): no. No, device evaluation anticipated, but not yet begun mfg date: 13-oct-2020, no patient ime code(s): (B)(4): imf code(s): (B)(4) img code(s): (B)(4): FDA device code(s): (B)(4). FDA results code(s): (B)(4): FDA conclusion code(s): (B)(4): heartware ventricular assist system battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial #: (B)(6) UDI #: (B)(4): no, no, device evaluation anticipated, but not yet begun: mfg date: 05-oct-2020, no: patient ime code(s): (B)(4): imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4): FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4) investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for shortness of breath despite taking diuretics, elevated lactate dehydrogenase (ldh) with above 400 values, international normalized ratio (inr) of (B)(4), and ventricular assist device (vad) related complications. The controller exhibited multiple "disconnected" alarms associated with two batteries, critical battery alarms despite having fully charged batteries, and multiple vad stoppages. The patient was bridged with anticoagulant prior to the controller exchange. The vad and batteries remain in use and the controller was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that at the driveline exit site the patient had scant/moderate purulent drainages with accompanying tenderness above the driveline, under the left breast and the perfusion index was elevated.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The patient had drainage from the driveline exit site. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.